Event description:
During an endoscopic procedure, a cook acrobat calibrated tip wire guide was used with a cook echo tip ultra high definition ultrasound access needle. The ultrasound needle penetrated the stomach wall and was positioned inside the bile duct. The wire guide was advanced through the needle lumen, but when they attempted to remove the wire, it was incredibly difficult. The tip of the wire guide completely stripped. Nothing detached inside the pt as a result of the stripped coating. A different wire guide (0.025 inches) was then used in an attempt to complete the procedure. However, the procedure was unable to be completed due to the duct being heavily strictured. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: a product malfunction was not performed in response to this report because the product said to be involved was not provided to cook for eval. The reported could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be confirmed. According to the report, this wire guide was used with an ultrasound needle. The instructions for use state, "precautions use of this wire guide with metal tip devices may result in damage to the external coating and/or tip of the wire guide." The instructions for use for this product line instruct the user to flush the wire guide prior to removal from the wire guide holder. This activity will aid in optimal performance of the wire guide. Failure to flush the wire guide can result in damage to the wire guide. The instructions for use for this product ine instruct the user to flush endoscope accessory channel and/or lumen of device with sterile water and for best results, wire guide should be kept well. This activity will aid in optimal performance of the wire guide. Failure to flush the endoscope channel can result in damage to the wire guide. If add'l pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all cook acrobat calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Qa will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Add'l comments regarding this report: based on the info provided, a cook rep has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.